Event description:
The report received from the affiliate indicated that during dilation of a calcified and tortuous femoral artery, the balloon burst under hand injection at an unknown pressure. There were no reported adverse effects to the patient. The procedure was successfully completed with a second opta pro of unknown size. As per the reporting affiliate, no additional patient or procedural information is available.